Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. The customer requests part number for the user interface assembly. The follow up attempts were made to get repair information from the customer. No customer response. No additional information was provided. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a check vent alarm; 1105 alarm light emitting diode (led) failed. There was no patient involvement.